Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient¿s recently implanted insertable cardiac monitor exhibited intermittent pause episodes due to undersensing. The undersensing suggested that the device shifted off its baseline sensing vector. Both the patient and device will continue to be monitored.